Event description:
The iab was inserted into the pt on 10/28/96. On 10/30/96 after iabp for two days, the iab leaked. Event complicatons: unk - reported 11/27/96. Pt's current status: unk - rpt'd 11/27/96. Pt's current status: unk - rpt'd 11/27/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 3: 1701. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within an abrasion mark is typical of that produced by calcified plaque during iabp.